Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 2.0 nav cath during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck, also during preparation one spline was not in plane. During the mapping phase with the farawave nav, the septum was mapped. The gw got trapped inside the splines and finished to deform the catheter splines. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. A guidewire was inserted through the catheter without complication, and the catheter was deployed to basket and flower successfully. It was noticed that some of the splines were facing forward in flower configuration. The catheter planarity was measured to out of specification. The catheter spline cage was examined under the microscope to look for any abnormalities that might have contributed to the observed planarity. Strut damage was observed in the form of voids inside the cage distal tip. Additionally, potential thinning was noted in some of the splines. Based on all the available information boston scientific determined there was no problem detected, in relation to the stuck guidewire. A guidewire was able to be successfully inserted through the device without unusual resistance. Additionally, the cause of the spline planarity issue was likely attributed to the device design based on the the catheter planarity measuring to out of specification.

Event description:
It was reported that a farawave 2.0 nav cath during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck, also during preparation one spline was not in plane. During the mapping phase with the farawave nav, the septum was mapped. The gw got trapped inside the splines and finished to deform the catheter splines. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.